Event description:
It was reported that during a supply change the user received a ¿can¿t continue, fix error¿ alert, experienced delayed drop formation after pressing and holding, and observed insulin odor and visible insulin pooled and dripping inside the ilet after removing the cartridge; the user ultimately required multiple infusion set and cartridge changes to resume use. Investigation included telephone troubleshooting and user education. Further investigation of this case revealed evidence consistent with insulin leakage within the device housing and unsuccessful initial set-up attempts despite visual checks for air and component integrity. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no medical intervention. It was concluded that a leakage event occurred during setup, with the device and infusion components subsequently replaced to restore function.